Manufacturer narrative:
The issue was observed prior to surgery. Replacement parts to use at the time of surgery were provided.

Event description:
The plate did not fit the patient-specific anatomical model provided with the case. Additionally, the fixation holes provided on the guides were not adequate for the temporary fixation screw system.